Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. In the event a sample is returned for evaluation, the complaint file will be updated. The report could not be confirmed as a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. During the lot history review it was noted that there were no other complaints of any kind reported against the lot. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manger (cm) reported that an internal dialyzer occurred five minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Correction: age or date of birth.

Event description:
A user facility clinic manger (cm) reported that an internal dialyzer occurred five minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Correction:consumer changed from "yes" to "no".

Event description:
A user facility clinic manger (cm) reported that an internal dialyzer occurred five minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manger (cm) reported that an internal dialyzer occurred five minutes into a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. Blood leak test strips were used and tested positive for the presence of blood. The location of where the blood broke through the fibers was identified. No further damage and/or defects were noted. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 200 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment on a same machine after re-setting up supplies. The dialyzer was reported to be available for manufacturer evaluation.